Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not report. It was reported approximately 26 months post stent graft implantation, there was a type 1 endoleak with no migration of the stent graft. The leak was due to disease progression resulting in dilatation of the aortic neck. The physician elected to implant an aortic cuff and the type I endoleak was resolved. No add'l info was provided, and the pt outcome was not reported.